Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): blood in/on helix/lobe mechanism, along with blood on the conductor; the analyst noted that the helix does not extend and retract properly due to the large amount of blood in the sleeve head and the helix appears to be slightly compressed from being over-retracted; full lead returned and analyzed.

Event description:
It was reported that during the implant procedure, the helix would not deploy. The lead was not implanted. No patient complications have been reported as a result of this event.